Event description:
Customer reported an overinfusion of fentanyl. The night nurse charted and reported that the pt was receiving fentanyl 20 mcg/hr but the pt was found by the day nurse to be receiving 200 mcg/hr which equaled 20 ml/hr. The pt was noted to be extremely sedated and difficult to arouse but no medical intervention was required. The pharmacy sent a standard concentration of 2500 mcg/250 ml bag (10 mcg/ml) for a continuous drip. The customer wants to know if and when the rate was set at 200 mcg/hr. Customer stated that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). Log review only. The customer's experience of an overinfusion of fentanyl was not confirmed. The pcu event log showed that the pump module sn (B)(4) was the only device used to program fentanyl drip 2500mc in 250ml. The device was initially programmed at 5:04 pm on (B)(6) 2012. Between 5:04 pm and 7:08 pm, the rate for the infusion of fentanyl was 2.5ml/hr then changed to 5ml/hr and changed again to 7.5ml/hr. At 7:08 pm, the user changed the dose to 200mcg/hr. The device calculated the rate at 20ml/hr, however the user cleared the dose before starting the infusion and changed it to 75mcg/hr. This changed the rate back to 7.5ml/hr and the user started the infusion. Between this time and the time the pump module was channeled off at 6:50 am on (B)(6) 2012, the rates for the fentanyl infusion were either 5ml/hr, 7.5ml/hr, 1ml/hr or 4ml/hr. The pcu event log also showed that no device on the system ran at a rate of 20ml/hr during the time in question. The root cause of the customer's experience of an overinfusion of fentanyl was not identified.